Manufacturer narrative:
(B)(4). Product evaluation: results: visual inspection of the returned lens showed the lens was split in half and pieces of both haptics were torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
The reporter stated that after the surgeon inserted the micl13.2 implantable collamer lens, he noted it was too small for the eye and removed it immediately. The lens was replaced with a longer length without any injury to the patient. The reporter stated the incident was the result of a mismeasurement while determining the lens size.